Manufacturer narrative:
(B)(4). G2-foreign- austria. G2-other-austrian federal office for safety in health care(basg ref.: (B)(4)). D10. Item#:unknown ;lot#:unknown ;item name: dual mobility liner ; item#:unknown ;lot#:unknown ;item name: metal head 28mm+10.5 ; item#:unknown ;lot#:unknown ;item name: unknown cement; item#:unknown ;lot#:unknown ;item name: unknown initial stem. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an initial right total hip arthroplasty was performed on an unknown date with unknown product. The patient underwent first revision surgery after suffering at home that resulted in a periprosthetic acetabular fracture with loosening of the cup. The initial stem was retained, the acetabular components were revised without complication. A plate and screws were placed to stabilize the fracture. The patient then underwent a second acetabular revision due to loosening of the cup and disassociation of the head and dual mobility components. A smaller cup was cemented into place with a dual mobility head and liner. The initial stem remained intact. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Visual examination of the returned product show that the cup has scratch and friction marks on the external surface. The inlay is damaged. Part of the material has been eroded by friction and there is also scratch marks. The head also shows friction marks on one side. It was noticed that there is no cement residues on the cup, meaning that the cement did not adhered to the cup. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D-10 dual mobility liner item#unknown lot#unknown. Femoral head sterile product do not resterilize 12/14 taper item#00801802803 lot#65610444. Unknown initial stem item#unknown lot#unknown. Visual examination of the provided pictures identified an avantage cup with scratch marks. It seems that there is no traces of cement on the cup. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were provided and reviewed from an healt care professionel. It has been found that patient did well with initial implant until falling at home resulting in pain, cup loosening, and acetabular periprosthetic fracture, stem remains well-fixed. Patient underwent revision surgery on (B)(6) 2022. Lcp plate and screws were placed to stabilize acetabular fracture. The avantage cup was cemented into place with a dual mobility head and liner +3.5,28mm. The cup was stable through rom testing, and placement verified by intraop x-ray. Then, it has been diagnosed an intraprosthetic dislocation (disassociation) between head and mobile inlay, and a loosening of cemented avantage cup. Signs of metal wear were noted in the tissues with the metal head noted to be in direct contact with the metal cup upon joint entry. Radiographs were provided and reviewed from a radiologist. It has been found a right total hip arthroplasty with fractured medial wall of the acetabulum and associated cement in this region. Follow-up image demonstrates protrusion of the acetabular cup medially along with loosening of the cup and rotation. There is evidence of polyethylene liner wear or fracture causing asymmetric positioning of the femoral head within the acetabular cup. Fractured right superior pubic ramus on the second image could indicate interval trauma. With the available information, a definitive root cause cannot be determined. Indeed, as per medical records, cup has been cement, however, on the pictures provided, it is not possible to see cement residues. It is possible that the cup has not been cement properly, which might explain the cup loosening. In another hand, the dissociation between the head and the inlay might be either the cause of the loosening, or the consequence. Finally, the periprosthetic acetabular fracture might have contributed to the cup loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.